Event description:
Purchased new contact lenses. Upon opening and using them for a month I have developed gpc. I had to go to the eye dr to get a diagnosis and prescription. It will take 6-8 weeks to heal. I have worn contact lens for 15 years and have always worn this brand. It was not until I opened this packaging with the following lot numbers that I had issues. Lot v000npj1r5 and lot v000fqm02j. FDA safety report ID# (B)(4).